Event description:
It was reported the pt (B)(6) lost stimulation. Surgical intervention was undertaken to address this matter, and it was found that the lead was fractured. As such the device was explanted and replaced. Post-operative programming is pending.

Manufacturer narrative:
Eval codes: the device history and sterilization records were reviewed. Results: complaint was confirmed for "lead broken/fractured". Microscopic inspection of the returned lead revealed broken wires 16.5cm distal to the stimulation end. The broken wires were consistent with an overstress condition the lead was subjected to while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.